Event description:
It was reported that a dexcom g7 sensor had been inserted and the ilet was not providing glucose readings, consistent with an intermittent communication failure between the ilet and cgm; troubleshooting included toggling cgm type, restarting the ilet, cycling bluetooth, and re-pairing the ilet to the mobile app, after which glucose readings resumed, suggesting a pairing failure potentially related to the antenna or electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected devices, consistent with intermittent communication failure and potentially involving the antenna or related electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.